Manufacturer narrative:
The technician found the bushings on the brake block are worn. The technician replaced the brake block bushings to resolve the issue.

Event description:
The technician alleged the brake casters will not hold. No patient impact.